Event description:
It was reported that the same incident happened during use with two different children patients: during the insertion of the catheter, when removing the stylet, the urinary catheter tore. Then to understand, I tested on an unused catheter: I noticed resistance whilst removing the stylet (during a test). Clinical consequence: the doctor removed the torn catheter and started the procedure (insertion) again.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed all qa inspection. An actual sample was returned for investigation. It was reported "during the insertion of the catheter, when removing the stylet, the urinary catheter torn. Then to understand, I tested on an unused catheter: I noticed resistance whilst removing the stylet (during a test)". Visual inspection on the catheter found no abnormalities or design irregularities on the sample. All parts of the catheter were intact and appeared to be in good condition. Further investigation, several attempt to remove and re-insert the stylet into the catheter observed no difficulties or resistance as per mentioned by the complainant (refer picture 1 & 2). Refer to the respective product IFU, it was mentioned to ensure the stylet end is properly positioned in the catheter tip. The stylet should be removed once the catheter is positioned correctly and it may be difficult to remove the stylet if the catheter shaft is bent or kinked. The returned sample then was subjected to balloon inflation testing and water leak testing. It was observed no sign of leaking or water seeping out from the catheter and balloon was able to inflate and deflate smoothly. This indicates that there is no torn or any sign of deterioration throughout the catheter. In standard operating procedure (spm-a52-004), there are several stages of visual inspection being carried out. All catheters will undergo 100% visual inspection. Defective catheters will be culled out before sent to the next process. Based on the investigation above, no abnormalities found on the returned sample. No torn or difficulties to remove the stylet observed on the returned sample. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the same incident happened during use with two different children patients: during the insertion of the catheter, when removing the stylet, the urinary catheter tore. Then to understand, I tested on an unused catheter: I noticed resistance whilst removing the stylet (during a test). Clinical consequence: the doctor removed the torn catheter and started the procedure (insertion) again.